Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The following day post procedure a pericardial effusion was noted on a routine echocardiogram. No intervention was necessary and the patient has since been discharged.